Event description:
On 2022-06-16, information was received from a manufacturing representative (rep) regarding the patient. It was reported that there were high impedances and a loss of stimulation. 0 electrode impedance: 40,000. 8 electrode impedance: 38210. Had patient try to change the programs on his remote, however all three groups stated that the stimulator was "unable to provide therapy settings." Battery was removed and placed back into the remote - no change. Patient was met in the office and an impedance check was made. High impedances were noted on the 0 and 8 electrodes. The patient was implanted the day before. All electrode impedances were shown as "good". 0 and 8 electrodes were 800 and 910 respectively. He also was getting good stimulation. The rep was able to program around the high impedances and get full coverage. The cause of the issue was unknown. The issue was resolved. On 2022-06-16, additional information was received from the patient reporting that the pt noticed the intensity level they had was not working really great so they went to increase their intensity and they were receiving the message settings not available cannot provided desired settings. Pt noted now it was not working at all. The patient was redirected to their healthcare provider to further address the issue. Pt had contact information for their medtronic representatives and will notify them about the situation.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.